Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had a leak from the tubing during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4) the device was received for evaluation. A visual inspection was performed with naked eye and magnification and found two holes in silicone tubing, clear passage test, clamp function test, and integrity of seal surface test were performed with no issues noted. Leak testing was performed and found a leak through the hole in the tubing. The reported condition was verified. The assignable cause was determined to be a tubing hole. Should additional relevant information become available, a supplemental report will be submitted.